Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to reposition and suture her scs ipg deeper in the pocket. Reportedly, the patient lost weight and the ipg became tilted in the pocket and was poking out. The issue was resolved.